Manufacturer narrative:
This supplemental report is being submitted to correct initial report. As a result of the investigation, it was found that this event was not an event to be reported. Omsc withdraw MFR report # 8010047-2021-03507.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the locking lever of the video connector socket was broken and the electrical contacts inside the video connector socket was damaged. However, the video connector of the endoscope/camera head could be connected to the subject device and the endoscopic image could be displayed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, because over five years had passed from the subject device had been delivered, there was the possibility that this phenomenon was attributed to the damage of the worn locking lever and electrical contacts due to the repeatedly long-term use. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for the procedure, it was found that the video connector socket of the subject device was broken. The user replaced the system including the subject device to another system. There was no report of patient injury associated with the event.